Event description:
It was reported that (1) device was used during a gastric resection. It was reported by the affiliate that the tlh90 had difficulties closing. Another instruemnt was used to complete the case. There was no consequence to the patient.